Event description:
It was reported that during a breast biopsy procedure that the device produced a rare noise. The system showed the following message: green cable with problem. The procedure was stopped in the case. The device does not work with bg probes. There was no pt consequence. No additional info available.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was making a loud grinding noise during testing. To correct the customer complaint the analysis site replaced the green cable. During testing, the site also found the blue cable has a cut near the connector and the site corrected the issue by adding heat shrink to the green and blue cables, and the e-clip was replaced due to it was damaged during disassembly. The unit was tested with two different bg test probes and functioned as intended. After servicing, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.